Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and a restricted septal leaflet for a triclip procedure. During the procedure there was difficulty visualizing leaflet insertion. Three triclips were implanted. Post-implant of the third clip a single leaflet device attachment (slda) was observed. The third clip detached from the posterior leaflet and remained attached to the septal leaflet. The final tr grade was 2. Per the physician, the posterior leaflet appeared to have been grasped during deployment, however due to poor imaging, it was possible there was not enough tissue in the clip. There was no adverse patient sequela reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was reviewed, and a definitive cause for the reported single leaflet device attachment could not be determined. The reported image resolution poor is related to procedural conditions as difficulties visualizing the leaflets entering in the clip was reported. There is no indication of a product issue with respect to manufacture, design, or labeling.